Event description:
It was reported that during a ptca procedure, the red tip of the catheter detached on the guide wire. The balloon had been inflated, however, it is unknown to what atms and how many times. Upon removal it was noted that the red tip had detached and remained on the guide wire. No patient injuries or complications were reported.